Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Pain was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to patient complaints of pain. Should additional information become available, this file will be updated.